Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a raulerson syringe and an introducer needle. The needle cannula was separated from the hub. Microscopic examination did not reveal any cracks or defects in the hub and the proximal end of the cannula had a typical amount of adhesive. The cannula was bent where it had originally entered the hub. This indicates that lateral force had been applied to the needle during use. A review of manufacturing records did not yield any relevant findings. Based on condition of the sample, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in neuro resuscitation after inserting the needle, the metal part/cannula, disconnected from the plastic hub. As a result, a new device was used to successfully complete the procedure. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.